Event description:
Information received indicates the head section will not lower.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the repairs are complete.